Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemorrhoid procedure, when the surgeon tried to fire the device, it was so hard that even the surgeon need his assistant to help him fired the device. Staple line was ok and patient condition was also ok. No device will return.